Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the sensation small oval snare loop broke when they were trying to snare the polyp. No parts of the device were left inside the patient. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the device found several kinks and bends along the catheter, and the flare was noted to be detached. The loop was intact. Functional testing could not be performed due to the flare detachment. The complaint was not confirmed, the returned device does not have a broken loop as alleged in the event description. Manipulation of the device during the procedure likely produced the kinks/bends found in the working length, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation small oval snare was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the sensation small oval snare loop broke when they were trying to snare the polyp. No parts of the device were left inside the patient. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.